Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited air-in-line. A continuous infusion rate of 5.5 ml/hour had been programmed, with a total reservoir volume of 253 ml and given 237.5 ml (pump stated 15.5ml left). They attempted to prime more volume but only the air was put out into tubing. After they attempted to prime, the cassette showed on screen 11.7ml remaining. The air detector had been turned on and the upstream sensor did not alarm. The length of infusion was supposed to be 46 hours, but it was cut short and ended at approximately 43.5 hours. The lock level had been set to locked. A closed system drug transfer device (cstd) was not used to fill cassette; instead, pharmacy uses syringe. The pump was already primed when it was received from the pharmacy. The patient was not medically affected but did not receive the full chemo dose. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.